Event description:
Additional information indicated that this device was explanted due to normal battery depletion.

Manufacturer narrative:
Our records indicate that this device remains implanted at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.66 volts and charge time measurements of 20.5 seconds. A device replacement procedure will be scheduled for the near future. No adverse patient effects were reported.